Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event compression issue (pt: vascular compression), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us nurse and concerns a female patient. She was injected, during a training, with a total of 1.1 ml of radiesse(+), into the chin (off label use of device), on (B)(6) 2022. In (B)(6) 2022, after the treatment with radiesse(+), the patient experienced redness and a serous fluid oozing from an injection site. According to the physician, the patient experienced a compression issue, but not intravascular. On (B)(6) 2022, the patients capillary refill appeared sluggish and remained about 4 seconds. There was redness throughout the chin. The patient was going to be treated according to the van loghem protocol. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular compression (pt: vascular compression), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
Follow up information was received on 28-jun-2022: the event term was amended from compression issue to vascular compression. The coding remained unchanged. The patients date of birth, age and weight (51 kg) were provided. She was 42 years-old at the time of the event. The patient was injected with a total of 1.2 ml (reported as mo) of radiesse(+). Concomitant medication was reported as none. The patient was previously injected with radiesse, in 2022, kysse, in 2020 and juvederm and volbella, in 2018, with no complications. On (B)(6) 2022, after the radiesse(+) injection, the patient experienced a vascular compression. As a corrective treatment she received aspirin, viagra, heat compresses and massage. The treatment was necessary to prevent a permanent damage. The outcome of the event was reported as resolved, on (B)(6) 2022 (changed form unknown). In the opinion of the reporter, the event was not permanent and related to radiesse(+).